Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump is giving a no delivery alarm and has an unresponsive keypad. The patient's blood glucose level is 299mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.